Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they received a power on reset (por) error code. The patient stated that they received the por while they were checking the device because they stopped feeling the stimulation and was not able to pee for 15 hours. The patient noted that they started having trouble and were not peeing, so they went to the ER on sunday and went home with a catheter from the ER visit. The patient stated that they went to check the device with the patient programmer (pp) and a warning screen appeared showing por and to call the healthcare professional (hcp). The patient stated that they called the hcp office and was told that the implantable neurostimulator (ins) might be low because the patient had the device for 6 years. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.